Event description:
Customer states the aviva strip vial reports the expiration date as 02/28/2070. Manufacturer reports the expiration date as 02/28/2010. No adverse event reported. Requested return of suspect device and replacement was sent.